Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable was the needle retrieved during the same procedure? Was additional tissue incision required to retrieve the needle? What is the lot number of the product involved? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. During closing the kidney, while suturing the needle came loose from the thread. The surgeon explained that because of the davinci robot he did not feel the tension of the suture. No patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 5/6/2019.

Manufacturer narrative:
Product complaint # pc-(B)(4).